Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval did not reproduce the reported symptom sys error 105 alarms. Review of the event history log confirmed 1 occurrence of the reported symptoms sys error 105 alarms. The device was operating within spec in relation to the reported symptom.

Event description:
It was reported that a spectrum infusion pump alarmed sys error 105. It was also reported that there was no pt injury.